Manufacturer narrative:
(B)(4). Evaluation summary: infusion pump in which the device had one long alarm was confirmed during product evaluation. The root cause of this condition was assigned to a damaged speaker harness. The speaker harness was replaced to correct this condition.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the device had one long alarm. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module software version is 6.13.90, categorized as remediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.